Manufacturer narrative:
This event is being investigated and clinical innovations is requesting more information on the incident. If more information becomes available, a follow-up report may be submitted with the additional details.

Event description:
'Use of kiwi (vacuum) necessary for planned caesarean section. Kiwi came loose after application to the head and pieces (cap and filter) came loose. The cover was found, but the filter (small transparent something of +/- 0.5 cm) itself was not. It is not assumed that the filter is left in the abdomen, but there is no certainty. If this were the case, this should not cause any problems. Have you received this message from other customers? They did not keep the packaging, so I do not know which lot number this is.